Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2010. The patient reported blood glucose results of "64 mg/dl" with the subject meter and "31 mg/dl" on another meter (emergency medical service meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient informed the cca that she manages her diabetes with insulin pump. On (B)(6) 2010, at an unspecified time, the patient stated she continued administering her 4 units of bolus insulin. At an unspecified time and day, the patient claimed she became unconscious, after the alleged issue began. At 7pm on the evening of (B)(6) 2010, the patient claimed she received IV glucose treatment from the emergency medical services (ems) after the alleged issue. It is unclear if she tested on another device at the time of the alleged issue. At the time of troubleshooting, the cac was able to verify an approved sample site was used to obtain the result on the subject meter and that the unit of measure was set correctly at the time of testing. Replacement products were sent to the patient. Although the patient was treated for severe hypoglycemia by an hcp, there is no indication that the reported issue caused or contributed to this serious injury. The patient's symptom and treatment correlated with the reported lfs meter result. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) is k073231.